Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour® next gen meter (serial # (B)(6)), in-house contour® next test strips (lot # 4dhe05v) and in-house contour® next control solution (lot # 4bv2g30) in five replicates. All tests recovered within the expected control range of 115 mg/dl to 144 mg/dl. The control results obtained with the in-house testing were properly marked as control tests in the meter.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided.

Event description:
The customer called ascensia customer service to seek assistance with the contour® next gen meter. During troubleshooting, a control test was run and a reading of 186 mg/dl at 4:34 p.m. Was obtained. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer refused to return the suspected device for evaluation.